Event description:
The pump filter screw did not tighten because of thread deformation. A new filter was used without problem.

Manufacturer narrative:
Results: the first 4-5 threads of the filter outlet show damage. A demonstration pump was plugged in and powered on. The inlet to the pump was blocked and a vacuum of -27.5 in hg was measured. The damaged filter was carefully threaded into the pump inlet fitting and the filter inlet was blocked off. The vacuum measured was -27.5 in hg. The filter is functional but damaged. Conclusion: the damage noted in the complaint report is confirmed. The damage is consistent with cross threading the filter during installation. Even with the threads damaged as they are, the filter is functional if it is carefully installed.